Event description:
It was reported that the user facility was unable to start the power distribution box on the innova 2000. The battery and battery charger were replaced. No pt injury was reported. This hardware failure could cause the unavailability of fluoro x-rays and result in the pt being moved to another room to complete the procedure. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.